Event description:
It was reported that during initial implant, defibrillation threshold (dft) testing did not provide a 10 joule safety margin. The patient returned to the lab to repeat dft testing at 25 joules and 25 joules did not defibrillate. The coil was removed, replaced and successful dft testing and defibrillation occurred. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted there was blood/body fluid on the outer tubing overlay, the outer insulation was breached cut, the outer tubing overlay was breached cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.